Manufacturer narrative:
Bd was able to verify the reported failure. The returned sample was analyzed and found a small amount of glue in the cube near the top of the cube and a small amount of glue in the upper end of the needle. Based on the investigations, the incident in question may have been caused by a station failure applying glue to the needle hub. This failure may have been followed by a coincident intermittent failure at the station verifying the cannula fixation force in the hub in 100% of the parts (tensile test station) according to a maintenance order. A maintenance order was performed to adjust the traction station of chassis #2 where there was the exchange of traction pins. A corrective action project has been initiated to investigate the issue. DHR review: a review of the device history record was completed for sub-assembly #004712bjf lot 7299879 manufactured from 14-nov-17 to 01-dec-17 in acam #01 machine used in claimed lot 7300966. The batch was analyzed for ¿damaged component¿, and it was not evidenced results of these tests out of specification and no other records were found that could clearly lead to this complaint. Qn/ ncmr review: no records of quality notification or reports of non-conformity that could lead to incidents in to the lots involved in this complaint were evidenced. Unplanned maintenance: the history of corrective maintenance during the manufacturing period of the assembly lot involved was evaluated and maintenance order # 601619923, which may be related to the reported defect, was recorded. Fmea analysis: according to visual analysis of the sample photo, the needle released from the cannon, thus the fmea dfpr011 revision 11 was analyzed: process step: chassis 1 (cam); process step function: glue placement; fault point mode: 1-no glue and 2-insufficient glue; pontential cause of fail: 1-glue dispenser failure and 2-glue preparation; potential effect of fail: customer complaint; detection: 2, no fmea change required at this time. As action was opened for this complaint was opened cover # 1134665. Samples were received on 09-aug-2019,(B)(4) and a package label and (B)(4) unit in sealed packages from catalog number 381112, lot number 7300966. Sent used sample for decontamination and the unused samples were placed in the tote in the incoming sample lab. According to visual analysis by sandy: there is a small amount of glue in the cube near the top of the cube and a small amount of glue in the upper end of the needle. Based on the investigations, the incident in question may have been caused by a station failure applying glue to the needle hub. This failure may have been followed by a coincident intermittent failure at the station verifying the cannula fixation force in the hub in 100% of the parts (tensile test station) according to the maintenance order in attached. A CAPA has been initiated CAPA# (B)(4).

Event description:
It was reported that bd angiocath¿ IV catheter needle was detached. This was discovered during use. The following information was provided by the initial reporter: after punctured to the 2 years old patient, the needle was detached when advancing the catheter. The detached needle was taken out with a forceps. Please investigate in rush.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter needle was detached. This was discovered during use. The following information was provided by the initial reporter: after punctured to the (B)(6) patient, the needle was detached when advancing the catheter. The detached needle was taken out with a forceps. Please investigate in rush.